Manufacturer narrative:
The device was returned for analysis. The reported deflation problem was unable to be confirmed. The reported difficult to remove protective sheath and the reported difficult to remove from a guiding catheter were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As it appears the device inflated and deflated properly during first inflation/deflation, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during second inflation/deflation inadvertent mishandling resulted in the noted stretched/wrinkled outer and inner member thereby compromising the inflation/deflation lumen; thus resulting in the reported deflation problem and the reported difficult to remove. Manipulation of the device resulted in the noted stretched guide wire exit notch. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. A conclusive cause for the reported difficult to remove protective sheath cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report additional information was received: there was no difficulty deflating the balloon dilatation catheter (bdc) between the two inflations. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with mild calcification, no tortuosity, and 50% stenosis in the left anterior descending artery. Resistance was felt during the removal of the 5.0x12 mm nc trek balloon dilatation catheter (bdc) protective sheath. The bdc was then advanced and two inflations were performed at 12 atmospheres without issue, however, during balloon deflation, it was noted that the balloon was slow to deflate although negative pressure was held for at least 30 seconds. The bdc was ultimately withdrawn carefully with small resistance noted with the guiding catheter totally deflated. A new nc trek was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.